Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the fans failed the fan tests. The failure occurred during maintenance. A getinge field service technician (fst) was sent for investigation and repair on 2023-01-25 . Some amount of dust was observed inside the cooling element but the flow was not restricted. All fans were replaced as part of the system restore. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Further, the log files analysis shows no malfunction of the cardiohelp and no fan error message was logged. It can be summarized that the fans were functional and the failure was not reproducible. However, another fan with a similar failure was already investigated by the getinge life cycle engineering on 2017-09-11. A lot of dust at the box and the rotors of both fans was determined in the investigation. The most probable root cause was determined as a temporary blocking of the fans by an accumulation of dust. As stated in the service manual (cardiohelp system, service requirements) only authorized service technicians are allowed to carry out service-related work. The reported cardiohelp fan test is part of the maintenance requirements. Thus the issue can only occur during service of an authorized service technician. Further according to chapter 3.1 general information the device has to be checked after every maintenance or repair. The system has redundant fans to ensure a proper cooling even if one fan malfunctions. In case of a defective fan a visual and acoustic alarm is generated. In addition an alarm is generated if the internal temperature is too high. Furthermore in the instruction for use (chapter 2.2.1 general risks in the use of heart-lung support systems) it is stated that the ventilation openings have to be checked before every use that they are not covered. A cardiohelp with a defective fan should be replaced as quickly as possible. The device was manufactured on 2014-07-01. The review of the non-conformities has been performed on 2023-02-03 for the period of 2014-07-01 to 2023-01-10. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "fans failed the fan tests" could be confirmed, but is not a device related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the fans failed the fan tests during maintenance. No harm to any person has been reported. Complaint ID: (B)(4).